Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the guidewire tip was torn. Based on the results of the investigation, a definitive root cause could not be identified. As per instructions for use (IFU), it states : when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end tip of the subject device was ripped off. The issue was found during preparation for use. The intended procedure was completed using an olympus backup device. There were no reports of patient harm.